Event description:
On (B)(6) 2009, the pt reported the buttons on her insulin infusion device "do not work intermittently". She did not specify which buttons did not work or give any other details. She stated she stopped using her device about 2 weeks ago. The pt refused to provide any further details or conduct any troubleshooting. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.